Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, a 8.0 cannula was placed, the initiator step of the respective 5.5 healicoil anchor was placed, the anchor was introduced through the cannula and at the time of reaching the hole made with the aforementioned initiator, the distal part of the anchor broke, excessive force was not applied to the device, this anchor was removed. The anchor piece was removed with forceps. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging. Two threads of the anchor were found to be broken. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. Based on the information provided, the anchor piece was removed with forceps without causing any damage and the procedure was completed with another implant with a different batch. Since it was reported, the patient's health condition is stable, no further clinical/medical assessment is warranted at this time. Should any additional clinically relevant information be provided, this complaint would be re-assessed. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.